Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (stenosis degree: 99 percent) in the mildly tortuous mid lad. It is unknown if a pre-dilation was performed. It was a long lad lesion. A 2.75/35 orsiro mission was inserted. However, the plaque shifted to the distal side of the inserted orsiro mission and the stenosis did not resolve. Therefore, it was attempted to place a new 2.5/15 orsiro mission (complaint device) from distal, but it got caught in front of the previously placed 2.75/35 orsiro mission. The complaint device was removed from the body and then disposed at the facility.

Manufacturer narrative:
Combination product: yes neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the patients anatomy (i.e. Previously implanted stent).

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the patient's anatomy (i.e. Previously implanted stent).